Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. H6: type of investigation-10; investigation findings-3194; investigation conclusions-140; type of investigation-10; investigation findings-758; investigation conclusions-140; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage inpen and the inpen was not transmitting data on the application, and dose knob/dial difficult to turn. The customer reported no adverse event. The event involved product(s) unk_inpenapp, mmt-105elblna. Troubleshooting was performed. The customer did not attempt to force the dose knob/dial when difficulty turning was experienced. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned. Product return is not applicable for unk_inpenapp.